Event description:
The reported event occurred towards the end of the procedure which caused a 30 minute delay. The kind of procedure being performed was not provided. The intended procedure however was completed. According to the reporter, the failed device was replaced with a similar device with serial number (B)(6). Cable maj-2056 was also used in the procedure. The ebus (endobronchial ultrasound bronchoscopy) scope according to the reporter was also replaced. No further details provided, no patient harm or injury was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide review, investigation and trend analysis of the reported phenomenon. The root cause of the reported issue was not identified. Probable cause likely that damage to the dr board to control the 160/180 series endoscopes might have caused the event. The earlier version of the software was available without any problems and therefore the user could have missed the timing for updating the software. The subject product was produced before the design change was made for the operational amplifier on the dr board, and therefore malfunction of the op-amp might have caused the event. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was received for evaluation. Evaluation of the device determined that the reported issue was confirmed. The device was found to have a faulty patient board set causing the no image issue. The device was placed for repair. Based on evaluation findings, the reported issue was confirmed. The failure found was attributed to electronic component failure.

Event description:
It was reported that during an unspecified procedure, the device exhibited no image. No further details were provided regarding the event. There was no patient impact or injury reported.